Manufacturer narrative:
A series of photos were shared by the customer, where a torn seal is condition is observed. One used conector tego¿ was returned for evaluation. As received, a torn seal condition was observed on the sample, no visible damage on the tego's luer post were observed, no mating device was returned for evaluation. The sample was connected with a new bd 10 syringe and no issues, disconnection or anomalies were noted. Complaint can be confirmed. The probable cause of loose / missing component is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review was performed and no relevant commodities, discrepancies or nonconformances were identified that might lead the condition reported by the customer.

Event description:
The event occurred on an unspecified date and involved a connector tego¿ where it was reproted that at the renal unit, the luer lock tip attached with the tego connector did not lock in place, it moved or bounced. It was also noted that when recollecting the sample that the silicone was torn. The time of the event, hemodialysis was taking place, with the patient connected to an extracorporeal line. Since this therapy must be interrupted, the support staff checks the permeability of the lines, catheters and connectors when damage to the connector is evident. She also reported that the problem did not cause any injury to the patient or clinical lesions.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.